Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl. The customer experienced thirsty, dried throat, sore gums, vomiting, and cramps. Troubleshooting was performed. The customer mentioned that the insulin pump alarmed no delivery over the last twenty four hours. The caller stated that he was instructed to take off the device when they began to treat him with and insulin drip and fluids. Troubleshooting was performed. Assisted the customer to run a manual prime test and the insulin did exit. The drive support cap was normal. No further information was provided.